Manufacturer narrative:
Blocks b5, d4 (model number, lot number, catalog number, expiration date, unique identifier (UDI) #), d6a (implant date), h4 (device manufacture date), and h6 (device code) were corrected following a review that determined that the device involved was an advanix rx bili preload db. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a naviflex delivery system was received for analysis. Visual inspection found the guide catheter detached and bent, and the push catheter bent. No other problems were noted with the delivery system. Product analysis confirmed the reported events of catheter guide break and stent difficult to position due to the condition in which the delivery system was returned. The investigation concluded that the catheter guide most likely broke as a result of the device being pulled with excessive force, or the procedure's tortuosity may have placed the device in a position that made guide catheter retrieval difficult. The resulting force likely damaged the push catheter and caused it to bend. This damage may have prevented proper stent placement/positioning and created difficulties during the procedure. Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded db stent was implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the advanix biliary stent was released but the navilflex delivery system guide catheter remained attached. It was necessary to pull as it was stuck to the endoscope. The guide catheter was then detached, and the stent was pushed back. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. The complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during a stent placement procedure performed on (B)(6) 2025. During the procedure, the advanix biliary stent was released but the guide catheter remained attached. It was necessary to pull as it was stuck to the endoscope. The guide catheter was then detached, and the stent was pushed back. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.